Event description:
"Allegedly, during the use of a laparoscopic bovie hook, there was a nick in the insulation causing a minor burn to the liver, which is cauterized anyway during this type of procedure. There was no add'l treatment needed." The above info was extracted from (B)(4) filed by an unk hosp. We received a copy of this report from the department of health and human services on (B)(4) 2012.